Event description:
Incorrect cbc result generated by the cd4000. The pt was an emergency room pt and was to the physician's office two days later for an anemia workup due to the results reported. The anemia workup showed no anemia. The original sample was repeated with normal results. There was no impact to pt management other than add'l testing.